Event description:
According to the reporter, the device presented leakage during priming.

Manufacturer narrative:
The device history record could not be performed since the lot number was not provided. There was no sample received for evaluation and no picture was provided; therefore, the issue could not be confirmed. The root cause and corrective actions could not be identified since the sample was not received for evaluation. This complaint will be closed with no further action; if the sample is available later on, the complaint will be reevaluated. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.